Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic during follow-up in backup vvi. A device download was performed successfully. Device remains implanted.